Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 400 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer reported an e70 alarm. The customer stated they got 3 times motor error yesterday. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.